Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturer¿s representative regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that there was difficulty/unable to recharge the patient¿s implantable neurostimulator (ins). Poor coupling was seen (4 bars or less). The use of the antenna locate (al) feature did not resolve the issue. The representative had tried 5 times today to get recharging statistics summary but there was no ¿real¿ information. Follow up information received on jan 11, 2017 reported that an x-ray taken confirmed the ins had flipped. The patient choose to flip the ins back over themselves.